Event description:
Pt had an esophageal tear/perforation at the gastro-esophageal (ge) junction. Area was clipped and seemed to have good apposition but pt had a leak on barium swallow afterward. Pt went in for surgical repair (surgical patch) and was treated with antibiotics. Overall hospital stay of 17 days ((B)(6) 2010 - (B)(6) 2010). Last f/u was (B)(6) 2010 and pt continued to be doing well. Filing of report was delayed due to lack of timely info from physician and chief medical officer.

Manufacturer narrative:
Use of this device "may have been" contraindicated for use in this pt whereas the pt had a moderate schatzki ring (stricture). Instructions for use supplied with device state that presence of esophageal strictures contraindicates use.